Event description:
A customer contacted beckman coulter inc, (bec) and reported that tubing popped off at the output of the stain peristaltic pump at bath 3 on the coulter lh 750 slide stainer instrument while the field service engineer (fse) was troubleshooting tubing that the customer indicated had previously popped off. The customer indicated that there was a leak found prior to placing service call and the same tubing was reconnected and the leak was cleaned. The stain was sprayed out to the surrounding area outside of the slide stainer. No one was hit by the spray from the slide stainer. The stain spray was cleaned from the surrounding area; however, the spray from the tubing also hit several ceiling tiles which could not be cleaned. The customer was wearing personal protective equipment (ppe) including gloves, lab coat and goggles at the time of the event. There was no exposure from the leak to any open wounds or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was not reviewed. The customer has an exposure control or risk management plan in place at the facility. There were no patient sample results affected by the leak.

Manufacturer narrative:
Per the information provided, the stain used by the customer is manufactured by sigma. The specific stain was not provided. The fse found that the metal fill tubing and drain tubing were mostly blocked by buildup in lines. The fse checked the stain at the supply cube and found a lot of precipitate or debris at the cube of stain. The fse recommended that customer contact sigma and investigate this issue. The fse was able to clear the blockage in the fill and drain lines. The system is now draining and filling properly. The customer will monitor performance. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause for the stain spray was attributed to blocked fill and drain lines resulting from precipitate or debris observed in the stain manufactured by sigma. (B)(4).